Manufacturer narrative:
E1: patient city: (B)(6) patient country: australia.

Event description:
Reference number (B)(4). Event occurred in australia, it was reported that on (B)(6) 2024 one infusion set bent cannula had occurred and patient having an issue with dka and high blood glucose. The nature of treatment is that patient admitted to hospital and time and date of hospitalization is (B)(6) 2024. The length of hospitalization is more than 24 hours. The symptoms patient faces in the hospital is thirsty. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the information in this complaint (B)(4) has been evaluated with soft cannula found bent upon removal from infusion site. The batch 6004613 in question was manufactured at the reynosa site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. The reference samples for batch 6004613 were previously tested in complaint (B)(4) on 22/oct/2024. Packaging lot: the 6004613 was manufactured according to the work instruction (wi) version 70 manufactured in the line multivac 12, on 26/nov/2023, with a total of (B)(4) units. Welding lot: the 3l02483 was manufactured according to the work instruction (wi) version 37 manufactured in the machine u505/u506, on 29/nov/2023, with a total of (B)(4) units. The 3l02484 was manufactured according to the wi version 37 manufactured in the machine u505/u506, on 30/nov/2023, with a total of (B)(4) units. Device history record (DHR) review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 08/aug/2025 against soft cannula found bent upon removal from infusion site. And lot 6001585 and other 1 complaint has been registered in database for the same lot 6004613 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance raised during production, other 1 complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.